Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that during use of the listed device, patient's blood glucose levels reached over 900 mg/dl which resulted in diabetic ketoacidosis requiring hospitalization for 5 days. The cannula was observed to be kinked.